Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information indicated that the fault code was received on this patient's device while interrogating it to turn off therapies prior to open heart surgery. Data analysis confirmed that the device battery is depleting faster than expected. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days' time. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information indicated that the fault code was received on this patient's device while interrogating it to turn off therapies prior to open heart surgery. Data analysis confirmed that the device battery is depleting faster than expected. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days' time. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information indicated that the fault code was received on this patient's device while interrogating it to turn off therapies prior to open heart surgery. Data analysis confirmed that the device battery is depleting faster than expected. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days' time. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.